Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of felt pain in her stomach from the catheter and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer services (bcs), the following information was reported. The patient always felt a pain in her stomach from the catheter (onset date not reported). On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was unknown. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number: h12f30034. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number h12h06105. An exception was noted for the batch but does not indicate any issues related to the complaint. Batch review results are acceptable no further evaluation required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.